Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: symptoms of anxiety, lethargy, food intolerances, brain fog, memory issues, shortness of breath, migraines, peripheral neuropathy and progressively worse into auto-immune symptoms and positive tests result for antibodies, gero, afib, increased inflammatory markers, skin disorders, and neurological disorders, connective tissue disorder, oa, osteopenia, peripheral neuropathy, memory loss, hemiplegic, tia, fibromyalgia, and capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch number: mw5091627 that a (B)(6) caucasian female patient underwent revision breast augmentation with a 375cc mentor memorygel breast implants on both sides on (B)(6) 2010 and experienced symptoms of anxiety, lethargy, food intolerances, brain fog, memory issues, shortness of breath, migraines, peripheral neuropathy and progressively worse into auto-immune symptoms and positive tests result for antibodies, gero, afib, increased inflammatory markers, skin disorders, and neurological disorders, connective tissue disorder, oa, osteopenia, peripheral neuropathy, memory loss, hemiplegic, tia, fibromyalgia, and bilateral capsular contracture; baker grade unknown. As a result, the devices will be explanted on (B)(6) 2020. This report is for the patient¿s right-sided device.